Manufacturer narrative:
Medical device: 5071 lead implanted (B)(6) 2017.

Event description:
It was reported that left ventricular (lv) lead thresholds jumped within the first week after implant. They eventually reached a high range and the lead was not capturing. Lead impedance was also high. The lead was programmed off. No patient complications have been reported as a result of this event.